Manufacturer narrative:
(B)(6). Reported event was confirmed by the review of op notes and x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # ep-200144, liner, lot # 041270; item # 11-301302, stem, lot # 084750. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03279, 0001825034-2018-01077, 0001825034-2018-01078.

Event description:
The patient was revised to address multiple dislocations and failed multiple conservative treatments. Intra-operatively, a grossly unstable hip with lots of hematoma as well as a greater trochanter fracture was identified. No further information has been made available at this time.

Manufacturer narrative:
Event previously reported as a malfunction in error. (B)(4).